Event description:
Procedure: lung/wedge resection. According to the report: the stapler was applied, however, staples were missing over the whole staple line. As a consequence, it is reported that an extension of recovery time was needed. However, the amount of the extension is not known.

Manufacturer narrative:
Date initial report sent: 1/4/2008.